Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. (B)(6).

Event description:
It was reported that a customer found an air leak in a portex® cuffed blue line ultra® suctionaid. The product appeared to have no problem. However, the physician requested to have it investigated. There was no patient injury associated with this event.